Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk.

Event description:
It was reported that the drive support cap is loose and moves in and out of the insulin pump. The insulin pump will be replaced. Nothing further reported.